Manufacturer narrative:
Device power up properly after battery installation. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device also received with cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had off no power alarm without low battery alarm. Customer¿s blood glucose was 201 mg/dl at the time of incident. Customer state this is not the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.